Event description:
An ipp device was implanted on 11/19/93. The cylinders and pump were removed on 9/27/95 and an ambicor device was implanted. On 6/1/97 the reservoir was removed from the pt due to pt discomfort.